Event description:
Device malfunction: none. Symptoms / ae: vessel dissection. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, in an extremely redundant vessel, post stent deployment, immediately distal to the stent, a dissection with flow stagnation occurred. The dissection was treated unsuccessfully with balloon angioplasty; however, since the patient remained asymptomatic, it was decided to treat with heparin instead. Anticoagulation therapy prolonged the hospitalization. Two days post procedure, the patient was discharged to home with a prescription for coumadin. Ther was no adverse patient sequelae reported. Although requested, there was no additional information provided. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Vessel dissection is a known possible adverse event associated with the use of the device as listed in the instructions for use. There were no device malfunctions reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.